Event description:
Following advancement of the exculder bifurcated endoprosthesis trunk-ipsilateral device to the site, the device was partially deployed within the introducer sheath because the phsyician inadvertently skipped the step to retracting the 18 fr sheath to the white marker of the device catheter. Thus, when the physician pulled the sheath back, the partially deployed device dropped into the aneurysm sac. The physician performed an aorto-uni-iliac endograft with a cook aui convertor and a cook contralateral occluder device. In addition, a femoro-femoral crossover graft was implanted. At the completion of the procedure, the patient was fine. The physician acknowledged that he had forgotten to withdraw the introducer sheath prior to deploying the excluder bifurcated endoprosthesis trunk-ipsilateral device.